Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site and normal battery depletion. In turn, the ipg was explanted, pocket repositioned, and replaced with a new device to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.